Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was increased tension with the device while attempting to insert the intraocular lens (iol) during an implantation procedure. It "jumped" and went through the capsule. Additional information is not available for this event.